Event description:
It was reported that lead integrity alert tripped. There were over 400 short intervals which could indicate oversensing, but noise could not be reproduced. The patient reported having CPR (cardiopulmonary resuscitation) and that the patient was cardioverted. Follow-up with the physician's office determined that the patient had not been seen for at least three months, with no issues being reported to the clinic about this event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.